Manufacturer narrative:
Product event #(B)(4): brief description of complaint: approximately 45 minutes into use, with the generator set to cut-8and cog-8, the staff noticed that the heat shrink below the tip of the device was peeling. The tech removed the part of the coating that was peeling back and the case was completed without incident. None of the coating is believed to have fallen into the patient. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: plasmablade¿ 4.0 ¿ product number: ps200-040 ¿ lot number: fl50890033 ¿ expiration date: 2018-05-04 ¿ quantity returned: 1 testing performed: ¿ device packaging inspection: ¿ one returned plasmablade¿ 4.0 device received inside a fedex shipper box within two biohazard bags with no packaging to fill the negative space. ¿ no original packaging was returned therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. ¿ printed rga e-mail included. ¿ device visual inspection: ¿ device is used with blood on body, handle, shaft, nose and cord. ¿ eschar build-up on the electrode and inside the black shaft heat shrink. ¿ heat shrink is damaged; melted, peeled back and scratched and not attached to the device which visually relates to the reported complaint description; all other components appear in place and intact, figure # 1 thru figure # 4. ¿ the melted heat shrink portion was removed by the customer during use. Functional inspection: functional inspection is not applicable as the complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # fl50890033 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. The heat shrink is melted and scratched with eschar build-up inside the heat shrink. An excessive build-up of tissue results in the overheating and melting of the heat shrink. The rf energy is affected by tissue build-up (gunk) and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device, near the heat shrink, rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The melted heat shrink was removed by the customer during use which compromised safe use of the device because the heat shrink is used for the insulation of electrical energy between the user and the conducting blade/shaft. The complaint will be tracked and trended in gch. A likely cause of the failure is the electrode was not cleaned according to the IFU recommendations and appears to have been scratched during use (cleaning), likely from a scratch pad or other abrasive cleaning tool, as stated in the complaint description ¿the surgeon rarely stopped using the device long enough for the tech to clean it¿. Customers are properly trained for proper and safe use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint as listed below: lbl-00165 rev. D ¿ plasmablade¿ 4.0 ¿ IFU ¿ precautions and warnings ¿ do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. ¿ eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. (B)(4)- patient information incomplete and missing patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
Approximately 45 minutes into use, with the generator set to coag 8/ cut 8, the or staff noticed that the heat shrink below the tip of the device was peeling. The technician removed the part of the heat shrink that was peeling back and the case was completed without incident. No patient impact reported.